Manufacturer narrative:
(B)(4). Date of initial report : 08/31/2015. Date of follow-up report : 10/12/2015. One used lf5544 was received for evaluation. The returned sample met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The IFU states: there are many factors that affect seal quality. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing correctly during a laparoscopic sleeve gastrectomy and increased bleeding occurred. The surgeon stated the increase in bleeding did not cause the patient harm. Activation and end tones, indicating a completed seal cycle, were heard. He said the instrument was not sealing vessels like it normally does, and he started double sealing and resealing several times after he noticed the increase in bleeding. The device was received with the clear insulation damaged, and the device failed hi-pot testing.